Event description:
The customer reported an issue with the insulin gauge displaying an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and received instructions to contact support again for further troubleshooting if the issue recurs.